Event description:
A report was received that the patient was burned while charging his ipg. The patient did not seek any medical attention, but applied ointment to heal his burn. The patient's burn symptoms were pain, blister, redness, drainage, size of the burn was the size of the charger, and the burn was located over the implant. The patient stated that he tried charging with the belt, adhesive patches and placing a cloth between the charger and the skin, but the charger was never applied directly to the skin, but the patient was still burned.